Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon found corrosion or foreign material around the screw hole and on the plate while removing the implant.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
The plate and twelve total screws were returned for review. Visual inspection revealed one screw was corroded, but the part and lot numbers of this screw are unknown. The plate and non-corroded screws do not have any significant damage or wear. Device history records were reviewed for the plate with no deviations or anomalies identified that would have contributed to the reported event. Device history records for the corroded screw could not be reviewed as the part and lot numbers are unknown. These devices are used for treatment. An initial product history search conducted (B)(6) 2016 revealed no additional complaints against the related plate part and lot combinations. A product history search could not be conducted on the corroded screw as the part and lot numbers are unknown. The zimmer periarticular elbow locking plate system surgical technique confirms compatibility of the plate with the eleven screws where product information is known. It was reported that the corrosion was observed as the components were being explanted, following the healed fracture. A definitive root cause cannot be determined.